Event description:
The pt's daughter reporting the pt had expired in 2003 and that no autospy was performed and the hosp the pt died in has closed. The hcp confirmed the death, but had no addional information.

Manufacturer narrative:
B5 - additional information from the hcp reports the patient died of pancreatic cancer.